Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported heart failure could not be determined. The reported mr was due to the heart failure. The reported hospitalization and surgical intervention (major surgery) were a case-specific circumstances. The reported patient effects of heart failure and mr are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip devices referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report the heart failure and recurrent mr requiring intervention. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the valve had tethered leaflets. One xtw clip was inserted and deployed on the mitral valve at a2/p2, reducing mr to a grade of 3. An xt clip was inserted and placed on the mitral valve. However, the clip failed to establish final arm angle (efaa) and opened to roughly 40 degrees. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed and replaced with an xtw. The clip was inserted and placed on the mitral valve. However, this clip also failed efaa and opened to roughly 40 degrees. The clip was removed and replaced with an ntw. The clip was inserted and grasping was attempted medially of the implanted clip. However, grasping was noted to be difficult and mr was unable to reduced. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 3. It was reported the patient returned with heart failure and it was noted the mr had increased to 4. The implanted clip was confirmed to be stable on both leaflets. A second procedure was performed on 5/27/2022. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.